Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved by manually removing the vessel sealer extend instrument from universal surgical manipulator (usm) and installing a new instrument. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted hiatal hernia surgical procedure, the vessel sealer extend instrument was stuck on tissue while sealing. The customer was able to manually remove the instrument from the arm. The user was completing the procedure as planned using a backup vessel sealer extend with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.